Event description:
It was reported that an ilet demo pump experienced a charging problem associated with the battery charger, leading the user to request a replacement device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed a power source problem related to the battery charger consistent with a device charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.